Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172 and 175 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 130 and 116mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 175mg/dl, (B)(6) 2016 10:48 am, fasting: yes. A 102mg/dl, (B)(6) 2016 07:45 am, fasting: yes. A 106mg/dl, (B)(6) 2016 05:02 pm, fasting: yes. A 120mg/dl, (B)(6) 2016 10:59 am, fasting: yes. A 172mg/dl, (B)(6) 2016 06:59 pm, fasting: yes. The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing three times a day (fasting).